Manufacturer narrative:
Follow-up #1: date of submission 01/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 12/17/2013 with the following findings:there was no visible damage to the keypad. The keypad buttons were tested and found that the ok button had an intermittent response. The keypad was removed and found contamination under all of the keypad button contacts. Unrelated to the complaint, moisture was observed in the battery compartment. A pump leak test was performed and found that the battery compartment was leaking from a crack in the compartment. Also unrelated to the complaint, the display screen was observed to be faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up and down arrow and ok buttons required multiple presses to respond. The patient confirmed that the keypad was intact but indicated that there was some corrosion noted in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.